Event description:
Catheter revision due to underinfusion volume discrepancy was reported. The exact numbers related to the volume discrepancy were not available, but it was stated that "the pump was full of meds at first refill." The patient also reported lack of pain relief for several years. During the catheter revision surgery, the catheter was found to be kinked in the pump pocket. The physician repositioned the catheter in the pump pocket. It was stated that the pump was fully operational, and the cause of the catheter kinking was unknown.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device remains implanted and was not returned for additional evaluation and investigation. The cause of the catheter kinking was determined to be unknown. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).